Event description:
The hospital reported that during a coronary artery bypass procedure, two heartstring iii seals failed to load properly; the seals were reported to have been crooked and remained in the loading devices upon removal of the delivery devices. A replacement device was used to complete the procedure. The hospital did not report any pt effects. The hospital will reportedly not be returning the products in question. Refer to MFR report # 2242352-201-01293 for the related report.

Manufacturer narrative:
Since the device is not available to be returned to us, technical evaluations cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot number. (B)(4).